Event description:
It was reported that during a sigmoidectomy procedure, some staples on the inner staple line, which was the closest to the knife slot, were unformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.